Manufacturer narrative:
On the basis on the limited information available, it is not known what role, if any, the lava ultimate restoration played in the reported outcome. Other factors, such as prior tooth history or dental treatment, may have played a role in the need for the root canal.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who required root canal therapy on tooth #28. This tooth had received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2014. On (B)(6) 2016, it was reported that the tooth was painful and a root canal was performed.